Event description:
The customer reported being hospitalized due to high blood glucose of 637 mg/dl. The customer was experiencing high glucose for the past two days. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 157 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.